Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the safari [subintimal arterial flossing with antegrade¿retrograde intervention] procedure was performed to treat a chronic total occlusion in the superficial femoral artery to the popliteal artery with heavy calcification. A high-torque command 18 guide wire was advanced successfully with slight resistance from the anatomy [wire was subintimal] via a retrograde crossing. On removal of the guide wire with no reported resistance, it was noted that the tip of the guide wire was distorted [stretched] and frayed [unraveled]. As a result, it was thought that a segment of the tip could potentially be missing and x-rays were performed but no guide wire segment was located. It was confirmed post procedure that the tip of the guide wire had not separated and no part of the guide wire remained in the patient anatomy. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned guide wire. The reported stretched coils were confirmed. The reported core break was unable to be confirmed as the core was intact. The reported difficulty to advance and/or position was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and returned analysis there is an indication of a lot specific product quality issue due to polymer separations. The investigation determined the reported difficulties and noted polymer breaks appear to be related to a potential product quality issue. It is likely that the reported core break was actually the polymer break causing the appearance of the core break. The stretched coils were likely caused by the polymer break. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.